Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. The right ventricular exhibited oversensing of the t wave. The device was reprogrammed. The patient was in good condition.

Event description:
New information indicated that the lead continued to exhibit t wave oversensing. The device was reprogrammed. No patient symptoms were reported.